Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. A rise in pacing impedance measurements and thresholds were also observed on the rv channel. No changes were made and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.